Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the atrial lead had high impedance, no sensing and no capture. It was noted that the patient was feeling tired because of loss of tracking due to the loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.